Manufacturer narrative:
Summary of evaluation: the evaluation results indicated that the event was most likely attributed to misuse.

Event description:
The interior threads appear damaged. This event did not occur during a surgical procedure; therefore, there was no adverse consequence for any pt.